Event description:
Reporter alleged that a patient received a result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 209 mg/dl drawn for a lab system. Reporter stated that the patient had been treated for hypoglycemia about 1 hour prior to obtaining these results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 50 device ruptured at the end of a patient infusion. The device had been infusing magnesium in sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.